Manufacturer narrative:
The date of the event reportedly occurred on an unknown date and month in 2018. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was not reported. On an unknown date, the patient was hospitalized for peritonitis. On an unreported date, the patient received unspecified antibiotics (drug name, dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.